Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7349228. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle failed to retract during use due to the broken safety mechanism. The following information was provided by the initial reporter, translated from chinese to english: "the patient underwent subtotal thyroidectomy on september 5, 2019 due to thyroid function. It's noticed that needle core retraction failure after completed penetration successfully before surgery".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle failed to retract during use due to the broken safety mechanism. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient underwent subtotal thyroidectomy on (B)(6) 2019 due to thyroid function. It's noticed that needle core retraction failure after completed penetration successfully before surgery".